Event description:
The product was used during a ray tfc procedure. Reportedly, the tfc spinal cage shifted. The surgeon removed the cage and used standard device screw for fixation. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/17/1998 - supplemental report #1 submitted to FDA.